Manufacturer narrative:
Users have been retrained on proper use of device.

Event description:
It was reported that the cot was positioned with the head at ground height and foot end at half height when the patient sat on the cot the foot end dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot was positioned with the head at ground height and foot end at half height when the patient sat on the cot the foot end dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.